Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter indicated that the buttons were giving the user a hard time and the buttons were delayed. The reporter stated that the last two days the buttons have been overly sensitive and have been over responding. The reporter indicated that the keypad was peeling but the response issue was noted prior to the damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the ok keypad symbol was worn and the rubber keypad was torn at the ok button. The ok, up and down buttons were intermittently unresponsive and the contrast button responded appropriately. Evaluation revealed there was contamination under all button contacts. The pump booted to the verify screen with dim pink contrast. The pump cover was removed and the oled screen was removed and replaced with a new test screen, contrast returned to normal with test screen. A visual inspection of battery compartment revealed that there was a compartment crack from threads to case seal. Device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.